Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screws were missing from monitor holder causing the risk of fall of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screws could lead to fall of the device and as a result of that, could lead to serious injury.

Event description:
On 26th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the fixing screws holding the device suspension arm were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the fixing screws holding the device suspension arm were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the probable causes of the loosening of the bushing fixing screw correspond to an improper initial tightening during the installation or maintenance. In april 2019 getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. The service bulletin 98 mentions to replace the bushing fixing screws every 6 years during the preventive maintenance. The voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the bushing fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of b5 describe event and problem, d9 device available for evaluation and h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the screws were missing from monitor holder causing the risk of fall of the device. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screws could lead to fall of the device and as a result of that, could lead to serious injury. Corrected b5 describe event and problem: on 26th january, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the fixing screws holding the device suspension arm were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. Previous d9 device available for evaluation: yes. Corrected device available for evaluation: no. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: customer inspected/conducted repair h3 other text : customer inspected/conducted repair.